Manufacturer narrative:
Investigation results: a 30207e sample was not available for investigation; however, the customer indicated the complaint sample was from lot 23029172. The feedback provided by the customer suggests the device separated at the smartsite y-site tubing joint, resulting in leakage. As part of the feedback the customer provided a photograph of their experience. Analysis of the photograph suggests the device separated at the smartsite y-site tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23029172 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported separation. However, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 30207e product over the past 12 months.

Event description:
No additional information

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite dual-port extension set separated and leaked. The following information was provided by the initial reporter with the verbatim: nursing staff found the extension set disconnected from the line/connection part. This caused leaking & blood flush back from patient.